Manufacturer narrative:
This report is submitted on january 12, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported).additional information has been requested but not been made available as of the date of this report.